Event description:
Customer reported erroneous high test results for monocyte % were obtained on automated differentials when using the coulter act 5 diff cap pierce (cp). There were 22 pt samples affected over several days. The test results were flagged with an instrument generated r (review) flag. The erroneous high monocyte % test results were not reported out of the laboratory. The flagged samples results were approx reviewed by the operator, and manual differentials were performed and reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 7 reported by this customer. An MDR was filed for each day and work shift that the malfunction occurred.

Manufacturer narrative:
On (B)(4) 2010, the field service engineer (fse) performed an instrument pm (preventive maintenance) and replaced expired fix reagent. The fse verified the instruments operation and recommended to the customer to calibrate the instrument. The root cause for the erroneous high diff results is unk. The instrument generated differential flags to alert the operator to further review the sample results. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This is event 1 of 7. The related mdrs are: 1061932-2011-02491, 1061932-2011-02492, 1061932-2011-02493, 1061932-2011-02494, 1061932-2011-02495, 1061932-2011-02496.

Event description:
Customer reported erroneous high test results for monocyte % were obtained on automated differentials when using the coulter act 5 diff cap pierce (cp). There were 22 pt samples affected over several days. The test results were flagged with an instrument generated r (review) flag. The erroneous high monocyte % test results were not reported out of the laboratory. The flagged samples results were approx reviewed by the operator, and manual differentials were performed and reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 7 reported by this customer. An MDR was filed for each day and work shift that the malfunction occurred.

Event description:
Customer reported erroneous high test results for monocyte % were obtained on automated differentials when using the coulter act 5 diff cap pierce (cp). There were 22 pt samples affected over several days. The test results were flagged with an instrument generated r (review) flag. The erroneous high monocyte % test results were not reported out of the laboratory. The flagged samples results were approx reviewed by the operator, and manual differentials were performed and reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 7 reported by this customer. An MDR was filed for each day and work shift that the malfunction occurred.

Event description:
Customer reported erroneous high test results for monocyte % were obtained on automated differentials when using the coulter act 5 diff cap pierce (cp). There were 22 pt samples affected over several days. The test results were flagged with an instrument generated r (review) flag. The erroneous high monocyte % test results were not reported out of the laboratory. The flagged samples results were approx reviewed by the operator, and manual differentials were performed and reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 7 reported by this customer. An MDR was filed for each day and work shift that the malfunction occurred.

Event description:
Customer reported erroneous high test results for monocyte % were obtained on automated differentials when using the coulter act 5 diff cap pierce (cp). There were 22 pt samples affected over several days. The test results were flagged with an instrument generated r (review) flag. The erroneous high monocyte % test results were not reported out of the laboratory. The flagged samples results were approx reviewed by the operator, and manual differentials were performed and reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 7 reported by this customer. An MDR was filed for each day and work shift that the malfunction occurred.

Manufacturer narrative:
On (B)(4) 2010, the field service engineer (fse) performed an instrument pm (preventive maintenance) and replaced expired fix reagent. The fse verified the instruments operation and recommended to the customer to calibrate the instrument. The root cause for the erroneous high diff results is unk. The instrument generated differential flags to alert the operator to further review the sample results. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This is event 1 of 7. The related mdrs are: 1061932-2011-02491, 1061932-2011-02492, 1061932-2011-02493, 1061932-2011-02494, 1061932-2011-02495, 1061932-2011-02496.

Manufacturer narrative:
On (B)(4) 2010, the field service engineer (fse) performed an instrument pm (preventive maintenance) and replaced expired fix reagent. The fse verified the instruments operation and recommended to the customer to calibrate the instrument. The root cause for the erroneous high diff results is unk. The instrument generated differential flags to alert the operator to further review the sample results. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This is event 1 of 7. The related mdrs are: 1061932-2011-02491, 1061932-2011-02492, 1061932-2011-02493, 1061932-2011-02494, 1061932-2011-02495, 1061932-2011-02496.

Manufacturer narrative:
On (B)(4) 2010, the field service engineer (fse) performed an instrument pm (preventive maintenance) and replaced expired fix reagent. The fse verified the instruments operation and recommended to the customer to calibrate the instrument. The root cause for the erroneous high diff results is unk. The instrument generated differential flags to alert the operator to further review the sample results. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This is event 1 of 7. The related mdrs are: 1061932-2011-02491, 1061932-2011-02492, 1061932-2011-02493, 1061932-2011-02494, 1061932-2011-02495, 1061932-2011-02496.

Manufacturer narrative:
On (B)(4) 2010, the field service engineer (fse) performed an instrument pm (preventive maintenance) and replaced expired fix reagent. The fse verified the instruments operation and recommended to the customer to calibrate the instrument. The root cause for the erroneous high diff results is unk. The instrument generated differential flags to alert the operator to further review the sample results. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This is event 1 of 7. The related mdrs are: 1061932-2011-02491, 1061932-2011-02492, 1061932-2011-02493, 1061932-2011-02494, 1061932-2011-02495, 1061932-2011-02496.